Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes"), stress urinary incontinence ("stress incontinence"), weight increased ("weight gain"), libido decreased ("decreased libido"), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headache"), insomnia ("insomnia"), anxiety ("anxiety") and medical device pain ("essure device induced pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, hot flush, stress urinary incontinence, weight increased, libido decreased, abdominal distension, fatigue, headache, insomnia, anxiety and medical device pain outcome was unknown. The reporter considered abdominal distension, anxiety, dysmenorrhoea, fatigue, headache, hot flush, insomnia, libido decreased, medical device pain, menorrhagia, pelvic pain, stress urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2013: confirmed full occlusion of both tubes. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding issues') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, miscarriage, lower urinary tract infection, depression, anxiety, multigravida and parity 3. Concurrent conditions included breast nodule, uterine cervical pain, peripheral neuropathic pain, mastodynia, hypoaesthesia, thoracic pain, bladder incontinence, muscle pain, vision decreased, libido decreased, obesity, perineal pain and endocrine disorder. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), headache ("headache"), hot flush ("hot flashes"), alopecia ("hair loss"), migraine ("migraine") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced stress urinary incontinence ("bladder issues - stress incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), libido decreased ("decreased libido"), abdominal distension ("bloating/ feel bloated"), insomnia ("insomnia"), anxiety ("anxiety"), loss of libido ("loss of libido"), medical device pain ("essure device induced pain"), visual impairment ("vision problems"), feeling abnormal ("brain fog") and flatulence ("gas"). The patient was treated with surgery (laparoscopic removal of bilateral essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, stress urinary incontinence and alopecia had resolved, the genital haemorrhage, vaginal haemorrhage, weight increased, libido decreased, abdominal distension, fatigue, hot flush, anxiety, loss of libido, migraine, amnesia, medical device pain, visual impairment, feeling abnormal and flatulence outcome was unknown and the headache and insomnia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, insomnia, libido decreased, loss of libido, medical device pain, menorrhagia, migraine, pelvic pain, stress urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: right side - 3 coils, left side - 3 coils. I suspected that she had developed post-sterilization pain syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion of both tubes. Pathology test - on (B)(6) 2017: cervix: reactive changes. Endometrium: secretory endometrium. Fallopian tubes: essure coils in place (bilateral); otherwise, no significant diagnostic alterations. Both fallopian tubes have multiple paratubal cysts up to 0.8 cm and 1.2 cm respectively.. Ultrasound pelvis - on (B)(6) 2016: adenomyotic uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- insomnia,pelvic pain, stress incontinence" most recent follow-up information incorporated above includes: on (B)(6) 2019: social media was received. Events added from social media- vision problems, brain fog, bleeding, gas. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stress incontinence, miscarriage and urinary tract infection. Concurrent conditions included breast nodule, uterine cervical pain, nerve pain, mastodynia, hypoaesthesia, thoracic pain, bladder incontinence, muscle pain and vision decreased. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), fatigue ("fatigue"), headache ("headache"), hot flush ("hot flashes"), alopecia ("hair loss"), migraine ("migraine") and amnesia ("memory loss"). In 2015, the patient experienced stress urinary incontinence ("stress incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), libido decreased ("decreased libido"), abdominal distension ("bloating"), insomnia ("insomnia"), anxiety ("anxiety"), loss of libido ("loss of libido") and medical device pain ("essure device induced pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, stress urinary incontinence and alopecia had resolved, the vaginal haemorrhage, weight increased, libido decreased, abdominal distension, fatigue, hot flush, anxiety, loss of libido, migraine, amnesia and medical device pain outcome was unknown and the headache and insomnia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, libido decreased, loss of libido, medical device pain, menorrhagia, migraine, pelvic pain, stress urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side - 3 coils, left side - 3 coils. I suspected that she had developed post-sterilization pain syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- insomnia,pelvic pain, stress incontinence." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), stress incontinence, dyspareunia (painful sexual intercourse), loss of libido, hair loss, migraine, memory loss, abdominal pain, medical device pain." Reporter added from pfs. Concomittant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding issues/constant bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, miscarriage, lower urinary tract infection, depression, anxiety, multigravida and parity 3. Concurrent conditions included breast nodule, uterine cervical pain, peripheral neuropathic pain, mastodynia, hypoaesthesia, thoracic pain, bladder incontinence, muscle pain, vision decreased, libido decreased, obesity, perineal pain and endocrine disorder. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), headache ("headache"), hot flush ("hot flashes"), alopecia ("hair loss"), migraine ("migraine") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced stress urinary incontinence ("bladder issues - stress incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), libido decreased ("decreased libido"), abdominal distension ("bloating/ feel bloated"), insomnia ("insomnia"), anxiety ("anxiety"), loss of libido ("loss of libido"), medical device pain ("essure device induced pain"), visual impairment ("vision problems"), feeling abnormal ("brain fog"), flatulence ("gas"), malaise ("I'm tired of being sick/my essure is making me sick") and back pain ("back pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, stress urinary incontinence and alopecia had resolved, the genital haemorrhage, vaginal haemorrhage, weight increased, libido decreased, abdominal distension, fatigue, hot flush, anxiety, loss of libido, migraine, amnesia, medical device pain, visual impairment, feeling abnormal, flatulence, malaise and back pain outcome was unknown and the headache and insomnia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, insomnia, libido decreased, loss of libido, malaise, medical device pain, menorrhagia, migraine, pelvic pain, stress urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: right side - 3 coils, left side - 3 coils. I suspected that she had developed post-sterilization pain syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion of both tubes. Pathology test - on (B)(6) 2017: cervix: reactive changes. Endometrium: secretory endometrium. Fallopian tubes: essure coils in place (bilateral); otherwise, no significant diagnostic alterations. Both fallopian tubes have multiple paratubal cysts up to 0.8 cm and 1.2 cm respectively.. Ultrasound pelvis - on (B)(6) 2016: adenomyotic uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- insomnia,pelvic pain, stress incontinence" concerning the injuries reported in this case, the following one/ones were reported via social media: malaise. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case received - new event I'm tired of being sick/my essure is making me sick, back pain was added. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.